Manufacturer narrative:
Manufacturers ref#: (B)(4). Occupation: other healthcare professional. Summary of investigational findings: a male patient underwent tevar for his thoracic aortic aneurysm. It was reported that the condition of the access vessels was suboptimal with calcifications and slight angulation in the abdominal area. After a debranch, the user attempted to insert zta-p-40-217-w1 (complaint device), however the device could not be advanced past the calcifications in the external iliac artery, why it was replaced with a zta-p-38-217-w1. After an attempt to insert an additional zta-de-38-91-w1 (B)(4), the physician attempted to insert the complaint device again, this time the device was successfully delivered, and placed at the planned area. It was assessed that because no non-conformances were detected, there is evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is, therefore, concluded that there is no evidence that nonconforming product exists in house or in field. A preoperative CT study was provided, and reviewed by an imaging expert. Per the findings of the imaging reviewer there is severe diffuse calcification of bilateral common, and proximal external iliac arteries. The left eia has a lumen diameter of 7.2 mm in the proximal calcified segment and a minimum diameter of 6.7 mm in the mid segment and there is significant tortuosity of the distal thoracic aorta (69-degree angulation at distal tx2 graft), and abdominal aorta (70-degree angulation infrarenal segment). Per the imaging reviewers impression, the failed delivery of the zta (40 x 217 mm) proximal device was likely due to the severe tortuosity of the distal thoracic/abdominal aorta and the hostile left iliac access. The 69-degree angulation of the distal thoracic aorta is outside the IFU for this device. There is also a 70-degree angulation of the infrarenal abdominal aorta. The left cia and proximal eia are heavily calcified with a lumen diameter of 7.2 mm in the proximal eia and a minimum lumen diameter of 6.7 mm in the mid eia. The od of this delivery device is 7.7 mm. The successful delivery and deployment of the complaint device was likely possible due to progressive dilation of the left eia access vessel during passing of the previous delivery systems. Based on the information and imaging provided it is likely that the anatomy of the access vessels contributed to this event. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: an (B)(6)- year old male patient underwent taa repair. The anatomical form was suitable for endovascular repair, but the condition of the access vessel was not so great as having calcification, and there was slight angulation in the abdominal area. The taa was located at the distal aortic arch. After conducting 1 debranch, the user inserted and zta-p-40-217-w1 from the left cfa using a lunderquist wire guide, but the calcification in the external iliac artery didn't let it advance. He decided that any further attempt to advance was risky (B)(4), and replaced it with zta-p-38-217-w1, and this replacement had no problem to be advanced and the stent graft was placed right below the left common carotid artery. Then the user decided to place zta-de-38-91-w1 prophylactically for preventing occurrence of proximal type I endoleak that was not observed yet, but likely to occurred due to the shorter neck (approx 20mm) and advanced the delivery system, but it could not pass the distal aortic arch due to the slight annulation in the abdominal area. He tried 'double wire' method using another lunderquist wire guide inserted from the right cfa to advance the delivery system, but failed (B)(4). He decided to use zta-p-40-217-w1 that could not be advanced first because he expected that the access vessel had been dilated by advancing zta-p-38-217-w1. He inserted zta-p-40-217-w1 again, and it could be advanced with no problem, and the stent graft was placed at the planned area and the procedure was completed with no endoleak. Patient outcome: the patient did not experience any adverse effects due to this occurrence.